Event description:
(B)(6) clinical study. It was reported that following a stenting treatment procedure, a side branch occlusion occurred. The lesion being treated was a long bifurcated lesion located in the proximal left anterior descending artery (prox lad) extending into the mid lad with 99% stenosis and was 24 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilation and placement of a 2.25x32mm ion stent, with 0 % residual stenosis following post-dilation. After the placement of the study stent, a side branch occlusion was noted in the region of prox lad to mid lad. The site confirmed no intervention was required and there was no degradation of grade.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).